Manufacturer narrative:
Initially it was reported that there were 2 instances of this hazard/model number combination. Further review of records identified that one record was a duplicate. The number of events summarized have been updated to reflect this.

Event description:
This report now summarizes 11 malfunction event(s), instead of 12.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 12 device(s) was/were functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results): 1 device: cover; fastener / device migration. 1 device: circuit board; hydraulic system / electrical/electronic component problem identified; mechanical problem identified. 1 device: fastener / mechanical problem identified. 6 devices: chassis/frame / mechanical problem identified. 1 device: rod/shaft / deformation problem. 1 device: chassis/frame / device migration. 1 device: spring / device migration. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 12 malfunction event(s), where it was reported the device experienced difficult to load/unload the cot in the ambulance. No adverse consequence or clinically relevant delay in treatment was reported.